Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 170 dialyzer. It was reported that at the start of treatment, the pt began coughing and experienced respiratory distress. Treatment was stopped and blood was not returned to the pt with an unreported amount of blood loss. The pt was administered oxygen (route and dose unk), solucortef 100mg (route unk) and benadryl 25mg IV. The pt was sent to the emergency room where they received a few breathing treatments. The pt returned to the dialysis center that day, where treatment was resumed with an alternate membrane and completed without further incident. The pt was not hospitalized.